Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the tip of the bender broke off. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The elevator was visually evaluated and the tip was found to have been broken off. There are scratches and normal signs of wear indicating the use of the instrument; no discoloration was observed. There are no indications of manufacturing defects. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to excessive force. The instructions for use (IFU) for this instrument states ¿avoid undue stress or strain when handling or cleaning instruments.¿ if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: date of this report, describe event or problem, date received by manufacturer, type of report and follow-up number, follow-up type, additional narratives/data.

Event description:
The customer responded to requests for additional information. It was reported that the 1st tooth was being elevated when the elevator fractured. The elevator was in between the first and second teeth and was being turned counter clockwise and the tooth was not loose in the socket. Another instrument was used to complete the procedure.